Event description:
Reported due to retroperitoneal bleed and pt death. The physician attempted closure of an arteriotomy site with a perclose proglide device following a diagnostic procedure. An angiogram was performed prior to the procedure with the following findings: vessel size was five (5) mm and no vessel calcification. The sheath appeared to be "over the top third of the femoral head." Reportedly, a well-defined flow was not achieved during device insertion. The device was retracted and the marker port was re-flushed. There was difficulty in flushing the marker lumen due to a clot. The device was re-advanced and deployed. The sutures were harvested but the physician had difficulty advancing the knot advancer/suture trimmer down the arteriotomy site due to "hemostasis was eventually established and challenged by having the pt cough and raise their right knee. Reportedly ten (10) minutes after the stures were cut the pt started to complain of "upper abdominal pain." A computed tomography imaging (CT scan) was performed and revealed a retroperitoneal bleed. The pt was taken to surgery. The surgeon indicated that the "femoral artery stick was high (above the inguinal ligament) and very deep." The suture was found attached to the facial layer above the artery. A repair of the arteriotomy site was performed. The patient reportedly came out of surgery "stable and required two (2) units of blood." It was noted that on the next day the pt died. The physician reported that the death is not associated with the device or the retroperitoneal bleed. The cause of death was "cardiac arrest associated with intraventriculo hypertrophic subaortic stenosis/hypertrophic obstructive cardiomyopathy (ihss/hocm) and low blood pressure." Although requested no additional information was provided.